Manufacturer narrative:
A vitreous probe sample was returned for evaluation for the report of the probe did not cut during surgery, but aspiration worked. The returned sample was visually inspected and deemed nonconforming. The needle is bent (pinched); possibly bent back to the straight position. White, heavy, and stick foreign matter on the needle. Cut testing was performed and deemed nonconforming. The sample would not cut. Actuation testing was performed and deemed nonconforming. No cutter movement observed in port. Aspiration testing was performed and deemed nonconforming. Bubbles observed in tubing. The probe was disassembled and the components inspected. There is approximately 30 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is severely bent. Gouge marks observed at the bend area and several areas along the inner cutter. The actuation and aspiration tests were repeated on the disassembled probe and the actuation and aspiration tests were then found to be conforming. The initial tests were deemed nonconforming, and a retest showed the cutter was able to actuate and aspirate to its specification. Initial actuation and aspiration test failures occur sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. These tests are then considered conforming. The complaint evaluation does confirm the probe had a cut issue. The probe sample did not cut, and also, during the evaluation, the probe had an actuation and an aspiration issue. The reason for the poor performance of the probe is due to the visual condition of the probe. The probe was most likely bent and then bent back to the straight position which would damage the needle and inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. When the interference was removed during the disassembly of the probe, the actuation and aspiration tests were conforming when retested. This bent needle and inner cutter condition, as well as the foreign matter observed on the port face appears to have occurred during the probe being used in surgery for approximately 30 minutes although it is not known how the needle and cutter actually became bent. No specific action with regard to this event was taken because the reason for the bent needle and bent inner cutter cannot be determined from this evaluation, but was not due to the manufacturing of the probe. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned by the customer and the device history records review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria; the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
No probe sample was returned for evaluation for this report; therefore, the condition of the product could not be verified. No lot number was identified by the reporter; therefore, a lot history review could not be conducted. Because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not work during a surgery, however, aspiration worked. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
No probe sample was returned for evaluation for the report of not cutting during surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up it was informed that the reported issue occurred during a right eye surgery. There is no additional information available.